Manufacturer narrative:
OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2108052. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, the affected sample could not be obtained for compositional testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported when using the bd IV set an122 w/o pump t-type there was foreign matter in the fluid pathway. The following information was provided by the initial reporter. The customer stated: there was "foreign material in the saline bottle to which the IV set is connected."